Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Additional repairs outside the recall repair were addressed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Lvp bezel post recall-lvp bezel post recall completed, replaced bezel assembly. Replaced front door, rear case, door latch, air in line, iui both side, cover door. There was no patient involvement. 05/22/2018 09:39:27 sandra j mcdonald (smcdonal) lvp bezel post recall andy bausone, biomed c: 925-698-9557 andy.bausone@hsd.cccounty.us 04/19/2019 06:04:47 thong trang (ttrang) estimate mjr waiting for approval. 05/31/2019 10:57:17 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per ngoc bui, service tech. Repair approved by kevin narducci, biomed, at kevin .narducci@cchealth.org for $365. Use new po# 0000154282 06/10/2019 07:47:59 thong trang (ttrang) lvp bezel post recall completed, replaced bezel assembly. Replaced front door, rear case, door latch, air in line, iui both side, cover door. 06/13/2019 05:55:18 arjie ancheta (aranchet) 9632001960920413730700457111879819 02/01/2020 10:37:07 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.